Event description:
It was reported that during a ptca treatment procedure, balloon inflation difficulties were encountered. The lesion being treated was a 99% stenotic lesion in the mid right coronary artery. The physician used a getz miracle3 0.014" guidewire and a launcher al 1 guide catheter to cross the lesion. The encore26 inflation device was dialed up to 6 atms without an inflation response in the bio rager 20/1.5 mm balloon. When confirming this event via angiography, a vessel perforation was discovered. The bio ranger balloon was removed and replaced with a maverick 1.5/20 mm balloon to successfully complete the procedure. Pt status is reported as 'good'.